Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri cemented stem 12mmx50mm; cat#5560-s-112; lot#m8c66j; simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mbu018; simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mcu029; triathlon asymmetric x3 patella; cat#5551-g-381; lot#4lee; tri ts baseplate size 6; cat#5521-b-600; lot#jexz; triathlon fix. Peg 2 per pk; cat#5575x000; lot#edjer; triathlon ps fem component, cemented; cat#5515-f-602; lot#jbpwa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's wife called stating her husband had a bilateral knee implant on (B)(6) 2013. A month after he fell and started experiencing pain, swelling, and difficulty walking. This pi is for the right knee.

Event description:
Patient's wife called stating her husband had a bilateral knee implant on (B)(6) 2013. A month after he fell and started experiencing pain, swelling, and difficulty walking. This pi is for the right knee.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was confirmed through medical review. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: the available medical records were provided for clinician review which indicated that there is no indication of a post-operative event such as trauma or infection. Provided x-rays taken immediately after surgery show total knee arthroplasties with stryker triathlon posterior stabilized femoral components and universal tibial baseplates with short stems in good alignment with no evidence of osteolysis or loosening. Per office notes the patient obtained good range of motion and activity level with no mention of need for a walking aid. Complaints of clicking, activity-related pain and discomfort at the day are near universal for patients undergoing total knee arthroplasty. These typically improve with time. There is no mention of trauma in the hospital or office documents. In the event summary it is stated that the wife reported a fall one month after the surgery. That could have lead to the patient having worsening pain or possibly damage to the knees. Given the history of many surgeries it is possible he had a tolerance to the medications complicating the situation. He was on tramadol pre-op and had a history of allergy to codeine which also can makes his pain management more complicated. Based on all available information, there is no indication that an implant-related factor has lead to the patient¿s pain. There is no evidence that any procedural factors contributed to the event. Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the patient had a fall and started experiencing pain, swelling and difficulty walking. The clinician review of the available medical records indicated that there is no indication of a post-operative event such as trauma or infection. Provided x-rays taken immediately after surgery show total knee arthroplasties with stryker triathlon posterior stabilized femoral components and universal tibial baseplates with short stems in good alignment with no evidence of osteolysis or loosening. Per office notes the patient obtained good range of motion and activity level with no mention of need for a walking aid. Complaints of clicking, activity-related pain and discomfort at the day are near universal for patients undergoing total knee arthroplasty. These typically improve with time. There is no mention of trauma in the hospital or office documents. In the event summary it is stated that the wife reported a fall one month after the surgery. That could have lead to the patient having worsening pain or possibly damage to the knees. Given the history of many surgeries it is possible he had a tolerance to the medications complicating the situation. Based on all available information, there is no indication that an implant-related factor has lead to the patient¿s pain. There is no evidence that any procedural factors contributed to the event. The root cause could not be determined. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.